Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number: (B)(6). However, data for the transmitter with the serial number: (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.